Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 49 mg/dl. The customer was treated with food. The customer did not report any symptoms for low blood glucose level. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. Customer did not allege insulin pump was over delivering. Troubleshooting was performed for low blood glucose level. The insulin pump will not be returned for analysis.